Event description:
Procedure: nephrectomy. According to the reporter: the instrument jammed and locked on tissue. It took more time to release the instrument from the tissue that led to an increase in surgery time. Suturing was done to resolve the issue after more than 30 minutes. The patient is in good condition. No further issue was reported.